Event description:
The device was used to monitor an 88 year old female patient diagnosed in respiratory arrest. The device was disconnected from ac power in preparation for transport to the intensive care unit department and the device allegedly failed to operate on battery power. A backup monitor was made available and used with no other problems reported. There were no adverse effects to the pt as a result of the alleged malfunction.